Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9 xr assay, lot 08852m500. The customer provided the following elevated results for one patient: 29.20 u/ml. This patient had previously generated a result of 12.74 u/ml using a different lot number. The customer indicated that they borrowed lot 08853m500 from another lab, which also gave elevated results, however no data was provided.the customer stated controls were acceptable and no architect errors were produced when elevated results were generated. The falsely elevated results were not reported out the lab. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots. The initial report was submitted incorrectly under the wrong manaufacturing site of (B)(4). (3008344661-2012-0034). This report has been generated to document the correct manufactering location of (B)(4).